Event description:
Pt on heparin drip prior to catheterization procedure given unspecified heparin bolus during procedure. At unspecified time post bolus, signature elite / act system result of 140 seconds. Repeated test at unspecified time with result of 240 seconds. Pt subsequently sent to post op after procedure. Approx. 30 mins later, additional acts performed in post op using another signature elite system ((B)(4)) with results: "out of range low" error message displayed, 174 seconds, 157 seconds, and 179 seconds. No pt baseline or heparin dosage reported. Did not experience unexpected results on subsequent procedures on other pts. Facility therapeutic range for sheath removal: < 200 seconds. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer evaluations reported: performed external qc with acceptable results. Performed internal qdc with acceptable results. Manufacturer evaluation / investigation pending additional info from consumer. Method, results, and conclusions : manufacturer evaluation / investigation pending additional info from consumer.